Event description:
Following implantable neurostimulator (ins) replacement, the same settings were programmed; however, they were unable to obtain the same therapeutic response with the left with the same settings. Impedance measurement were >2000 ohms on unipolar pairs 0/2 and 0/3. There was no change with neck manipulation. They reprogrammed the ins, the amplitude the ins, the amplitude was increased to 4.5, and the rate was increased to 185%. The pt had 90% tremor control. The physician planned to monitor and see the pt back in a week. The family would keep a diary of any changes with the ins. The pt was seen again and his tremors had returned. They tried several programming options "to no avil"; each change in stimulation parameters seemed to reduce the pt's tremors, but they returned quickly. Impedances were normal and they were able to elicit negative side effects at higher voltages as they were remapping the electrodes. Although everything looked normal with the system, they planned to x-ray the system, as well as do a CT of the pt's implanted leads. An MRI and x-rays were done and reviewed by the physician; they were reported to be inconclusive. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).